Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hbc ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in house testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 41226be01 and complaint issue. In-house sensitivity testing was completed with complaint lot number 41226be00 (lot number 41226be01 contains the same bulk material as 41226be00). All controls met specifications and no false non-reactive results were obtained. The complaint lot detected the same bleeds of the seroconversion panels as reactive with comparable s/co values. In addition, the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds of the seroconversion panels as reactive with comparable s/co values. Based on this data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency with the architect anti-hbc ii reagent for lot 41226be01 was identified.

Event description:
The customer observed false nonreactive architect hbsag quant ii and architect anti-hbc results for one sample. The following data was provided: sid (B)(6) : hbsag: abbott = 0.00 iu/ml (nonreactive), sysmex = 0.51 iu/ml (reactive). Anti-hbc: abbott = 0.08 s/co (nonreactive), sysmex = 154.4 coi (reactive). No impact to patient management was reported.

Event description:
The customer observed false nonreactive architect hbsag quant ii and architect anti-hbc results for one sample. The following data was provided: sid (B)(6): hbsag: abbott = 0.00 iu/ml (nonreactive), sysmex = 0.51 iu/ml (reactive). Anti-hbc: abbott = 0.08 s/co (nonreactive), sysmex = 154.4 coi (reactive) . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 has a similar product distributed in the us, list number 6l22.